Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with no deformity, in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for the bent needle could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an impact event inconsistent with normal use. The root cause for fallen t implants has been associated with unintended use of the device. Factors that could have contributed to the failure include unintended actuation of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the needle of the fast fix 360, implanted into the meniscus was bent and the both t-implants fell off from the inserter. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.